Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported that the customer went to the emergency room for high blood glucose levels (value unknown) that would not come down even after a manual injection was administered. Patient was experiencing ketones. Caller reported that a leak in the infusion set tubing was found during manual priming. No further information was reported.